Event description:
Reportedly, on (B)(6) 2023, the ICD of a patient implanted with a lvad was replaced by platinium dr 1540 s/n (B)(6) , and the device could be interrogated normally in the operating room. However, telemetry errors were observed later on, when interrogating again the device.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: analysis of available expertise files confirmed the reported behavior, as several communication errors were observed on (B)(6) 2024 during the interrogation of the subject ICD. - the observed issue most probably resulted from the presence of emi (electromagnetic interferences) generated with the lvad (left ventricular assist device) for which the frequency is similar to the frequency of inductive telemetry between the head and the ICD. - it should be noted that no malfunction is suspected on the telemetry head. - this case is recorded for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6). 2023, the ICD of a patient implanted with a lvad was replaced by platinium dr 1540 s/n (B)(6). , and the device could be interrogated normally in the operating room. However, telemetry errors were observed later on, when interrogating again the device.